Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings:the pump powered on to a clear, legible display. Investigation revealed that the battery compartment was cracked and leak testing revealed a leak at the battery compartment crack. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump casing was removed and there was no further evidence of moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.